Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. A visual inspection was conducted on the screw and it showed significant damage at the cross-drive interface on the head of the screw. Functional testing was done for retention using a driver 01-7390 lot 048760 and bit 15-1196 lot 406650. The blade was inserted into the driver and the screw, then the assembly was lifted by the screw to verify the cross-drive feature could support the weight of the blade and driver. The screw failed this retention test. There will be no DHR review as the lot number remains unknown. There are no indications of manufacturing defects. For this part (95-6104) and the previous one year (from the notification date) regarding retention failure, there is a complaint rate of (B)(4) which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint is excessive force was applied beyond what the screw is designed to encounter on the screw head during use. Potential contributing factors are using a worn or incorrect blade and incorrect alignment of the blade and screw as well as the patient¿s bone density. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign, therefore, a facility medwatch report will not be available. Foreign source: (B)(6).

Event description:
It was reported the screw slipped and could not be turned. No adverse events have been reported as a result of the malfunction.